Event description:
It was reported that t2 did not deploy. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needles or were returned for examination. Visual assessment of the device shows the needle is bent. The actuator is in its post t2 deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Further investigation is not warranted at this time.